Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons, and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad buttons were normally responsive. The keypad cover was removed, and contamination was found under the contrast and up arrow keypad button contacts. The display screen was dim and discolored. Unrelated to these issues, the keypad cover was torn. (B)(6).